Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per instructions for use, the gore viabahn endoprosthesis is indicated for improving blood flow in pts with symptomatic peripheral arterial disease in superficial femoral artery lesions with reference vessel diameters ranging from 4.0 - 7.5 mm. The gore viabahn endoprosthesis is indicating for improving blood flow in pts with symptomatic peripheral arterial disease in iliac artery lesions with reference vessel diameters ranging from 4.0 - 12 mm. Note: during this procedure, the viabahn device was used to seal a vessel rupture in the iliac artery. Note: additional devices implanted and related to this event. Lot # 8269164, MFR report # 2017233-2012-00273. Lot # 8572015, MFR report # 2017233-2012-00274. Lot # unk, MFR report # 2017233-2012-00275.

Event description:
On (B)(6) 2012, the pt underwent a procedure for the treatment of an abdominal aortic aneurysm (aaa). It was reported that the pt had excessive calcification in both iliac arteries. Following the implantation of the gore excluder aaa endoprosthesis and the removal of the introducer sheath, the pt's blood pressure dropped. An angiogram revealed an extravasation in the right iliac artery. Four gore viabahn endoprostheses were implanted to treat the extravasation. Final angiogram images revealed a small extravasation was still present. The pt lost 2-3 units of blood during the procedure. The physician decided to monitor the pt. On (B)(6) 2012, the pt had a reintervention to treat the extravasation. On (B)(6) 2012, the pt died. The exact cause of death is unk but the physician felt it was from the ruptured vessel and blood loss.